Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the operational check. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. Therapy connector j16 pins were found to have lifted resulting in a ¿not tested¿ failure during operational check. The available information is consistent with a malfunction of the processor pca. The cause was lifted therapy connector j16 pins.